Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be identified. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic damage. No root cause could be determined for the reported complaint, however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. Add'l info was requested by phone on 09/28/2011, fax and mail on 09/30/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility manager reported an intraocular lens (iol) exchange for a pt due to "incorrect power was chosen." The original toric iol was exchanged for the same toric model with a higher cylinder power. Add'l info was requested.